Manufacturer narrative:
Because one hair was found in the packaging, the reported event could be confirmed. Based on a review of nc/CAPA history regarding the failure mode for the affected product (B)(4) and for all similar products an nc followed by a CAPA were found. This nc has been opened for a previous complaint and corrections and a CAPA have been implemented to prevent reoccurrence. Because the nc and the resulted CAPA have already been initiated, all corrections are implemented and the currently complained device has been manufactured before the actions were implemented, no further actions are necessary at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. No similar complaint has been recorded that was manufactured since the implementation of the actions. Therefore the reported failure (hair in the packaging) can be attributed to a manufacturing related root cause.

Event description:
It was reported by a company representative that during incoming inspection a foreign material in the shape of a hair was found in a medpor package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that during incoming inspection a foreign material in the shape of a hair was found in a medpor package. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.